Manufacturer narrative:
Concomitant: product ID 39565-65, serial# (B)(4), implanted: 2010-(B)(6), product type lead. (B)(4).

Event description:
The patient was unable to use her stimulator because of charging issues. The device was tilted. The patient was delayed in getting it repositioned because of other health issues. In (B)(6) 2014 the patient had a battery replacement. Additional information has been requested to find out more information regarding this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis of the ins (s/n (B)(4)) found no significant anomaly. The battery had reduced capacity due to overdischarge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.